Event description:
Pt got his head stuck in between two of the bars of the siderail. Siderail had to be cut with a saw in order to free the pt's head. A minor abrasion occurred on the bridge of his nose. Otherwise the pt was unharmed. Reported to MFR on 4/17/97.